Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information provided indicated that the patient experienced pain the day following the surgery. After the lens exchange the patient's ucva is 20/20 (B)(4). Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length and width were measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the surgeon implanted an 13.2mm vicmo13.2 implantable collamer lens on (B)(6) 2014 in patient's right eye and excessive vault was observed the next day. The lens exchanged for a shorter length lens and this resolved the problem. Patients last ucva was 20/20.